Event description:
The customer reported differential flags on results for patient samples run on a coulter lh 750 hematology analyzer. The customer stated that flagged results were not reported out of the laboratory. The customer denied a request to provide patient results for review. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/03/2015. The fse discovered that the white blood cell (wbc) bath assembly needed to be replaced resolving the diff flags on patient samples. The service activity performed was verified to meet the specified requirements per established service procedures. (B)(4).